Event description:
It was reported that during the implant procedure, inserting the lead into the pulse generator header was difficult. The lead was not used and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.